Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number u40j3l, and no [non-conformances / manufacturing irregularities] were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable

Event description:
It was reported that during a prostatectomy, the bag ruptured and pieces of the mesh fell into the patient. A scope was used to locate and remove all of the pieces. There were no metal pieces or fragments left inside the patient. The biggest piece of the specimen was still inside the pouch when it was extracted from the patient. There were no patient consequences reported.